Event description:
It was reported "during routine cvc exchange, the new double lumen power PICC was inserted without difficulty. When flushing the new catheter, it was noticed that there was leaking around the purple catheter hub between the hub and the cap. The cap was removed and replaced and was still leaking. The cap was then removed and the syringe as connected directly to the hub and there was still leaking between the hub and catheter. The decision was made to exchange this malfunctioning catheter with a new catheter. Then new catheter was placed and functioning properly."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported "during routine cvc exchange, the new double lumen power PICC was inserted without difficulty. When flushing the new catheter, it was noticed that there was leaking around the purple catheter hub between the hub and the cap. The cap was removed and replaced and was still leaking. The cap was then removed and the syringe as connected directly to the hub and there was still leaking between the hub and catheter. The decision was made to exchange this malfunctioning catheter with a new catheter. Then new catheter was placed and functioning properly."